Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination of the pulse generator, it was discovered that the right ventricular lead exhibited sudden jumps in pacing lead impedance. Lead fracture was suspected. No intervention was performed at this time.

Event description:
New information received stated that the lead pacing and sensing functions were normal. The physician elected to not perform the lead revision and continue to monitor the lead.